Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 from plastics clinic for sternal wounds drainage and tunneling. The patient was started on heparin drip and broad spectrum antibiotics. On (B)(6) 2019 patient to operating room (or) for sternal wound debridement and wound vacuum assisted closure (vac) placement. Anticoagulation was held. Wound cultures were sent. Good urinary output (uo) and denied pain. On (B)(6) 2019, heparin drip (gtt) resumed and started coumadin 7.5 (percutaneous transluminal angioplasty (pta) dose). On (B)(6) 2019, susceptibility resulted, discontinued (d/c) cefepime and started meropenem per infectious disease (ID) recommendations (recs). On (B)(6) 2019, warfarin increased to 10 mg. Discussed plan of care with plastics and ID, patient will transition back to shirley ryan. Foley removed due to secondary to leaking. On (B)(6) 2019, final ID recommendations obtained. Awaited plastics recommendations regarding sulfamylon as patient could not transfer to shirley ryan ability lab with sulfamylon irrigations. Labs were stable, good urine output (uo), positive bowel movement (bm), pain well controlled. Output from sternal wound vacuum assisted closure (vac) stable. No need for sulfamylon irrigations once discharged to shirley ryan ability lab. Sent to facility with wet to dry dressing, follow up (f/u) with plastics 2 weeks after discharge. Continued IV antibiotics via peripherally inserted central catheter (PICC) line for 6 weeks. Lifelong oral (po) bactrim due to history of bacteremia with lvad. Wound vacuum assisted closure (vac) recommendations per plastics, placed in discharge summary. On (B)(6) 2019, replaced electrolytes. International normalized ratio (inr) was 2.0, discontinued heparin drip (gtt). Medically ready for discharge. On (B)(6) 2019, wound vacuum assisted closure (vac) dressing changed and patient was transferred to shirley ryan ability lab.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.